Event description:
Patient reported a knot (in the size of a hazelnut) in the left breast (at that time it was said that it is only a fold), breast has changed completely ¿ enlarged and the left axilla has shown several lymph nodes with silicone residue inside due to the implant leaking. Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified crease flat, deformation, brown particles, and cloudiness in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, deformation, brown particles and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: a knot (in the size of a hazelnut) in the left breast (at that time it was said that it is only a fold), breast has changed completely enlarged and the left axilla has shown several lymph nodes with silicone residue inside due to the implant leaking this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a knot (in the size of a hazelnut) in the left breast (at that time it was said that it is only a fold), breast has changed completely enlarged and the left axilla has shown several lymph nodes with silicone residue inside due to the implant leaking. Device was explanted.